Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown palmaz stent but the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows: bulock, f. A. Et al, (1998). Balloon expandable stents for systemic venous pathway stenosis late after mustards operation. Heart, 79(3), 225-229. Complaint conclusion: as reported in the publication by bu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998; 79:225-229; report a case in which a 23mm balloon was used for a stent, there was excessive shortening of the stent, with eversion of its distal end, but a useful and stable dilatation was achieved and the position was accepted. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent foreshortening¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown. As no lot number was supplied a phr could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿use only with the recommended balloon dilatation catheters. When using the powerflex plus balloon catheter, use the crimping tube that is packaged with the balloon catheter. When using the maxi ds balloon catheter, use the crimping tube supplied with the stent.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the publication bybu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998;79:225-229; report a case in which a 23mm balloon was used for a ` stent, there was excessive shortening of the stent, with eversion of its distal end, but a useful and stable dilatation was achieved and the position was accepted.